Manufacturer narrative:
Determination of root cause: assessment: via phone, the territory manager had the site reseat the laptop power cable and advised the surgeon to release and depress foot switch more firmly. A review of the complaint database for 3 months prior to this event revealed no other complaints of this nature for this laser system. Conclusion: based on the results of the investigation, the root cause of this event was a loose power cable to the laptop. (B) (4)

Event description:
Adverse event: interrupted procedure - flap exposure. Malfunction: laptop shutdown down, cord connection. A user facility reported that the laptop displayed a message that the ablation was completed but the laser did not deliver a shot. The laptop also shut down by itself, the surgeon reported the flap was put back, the system was rebooted and procedure was continued and completed. He does not feel the pt has been harmed or injured by this event.